Event description:
It was reported that during treatment with a polyflux 210h, an external dialysate leak was observed from the connection between port and the clean coupler (connector) of a non-baxter control unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device and two companion samples were returned for evaluation. Visual inspection of the product with the naked eye showed the product contaminated. After the disinfection of the product a leak test of the dialysate side and blood side was performed and no leak was observed. A leak test of the dialysate side of the companion samples was performed and no leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.